Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three days post implant the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. The lead was explanted on (B)(6) 2014. There were no adverse consequences to the patient.